Event description:
An endurant stent graft system was implanted for the endovascular treatment of a abdominal aortic aneurysm. It was reported from the consumer that there was yellow fluid seeping from the iliac entry sites since the initial procedure. The patient stated that the physician never consulted them during entire hospital stay except at discharge. The physician stated that serous drainage from both groins. The patient was seen by the physician in the hospital and at the clinic. The physician stated that the patient is obese ad the seeping yellow fluid is most likely related to the obesity. There is no evidence of sarcoma. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4).